Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that insulin pump had to pressed buttons more than once to respond. Customer¿s blood glucose was unknown at the time of incident. Insulin pump had unexplained no delivery alarms and rewinds slower. Insulin pump was lost settings due to battery change. The insulin pump will not be returned for analysis.